Manufacturer narrative:
(B)(4). Patient information not provided. Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided . Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic releasing and excision of scar tissue and lysis of adhesions and was implanted with the mesh product for a hernia repair. The patient has continued to experience stomach pain and recurring hernias. As a result of the implanted products the patient is suffering and will continue to suffer recurrent hernia, perforation of tissue/organs, adherence to tissue/organs, infection, nerve damage, subsequent surgeries, and other complications.